Event description:
Boston scientific received information that a red alert was received from this system due to a high shocking impedance measurement. The caller also reported high pacing impedance measurements from this lead. The patient was checked in the office and they could not re-create abnormal impedance measurements. They will continue with normal follow up visits. No adverse patient effects were reported.

Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.